Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the touchscreen was delayed in responding to presses when unlocking the pump. During troubleshooting with tandem technical support the pump was functioning as intended. Customer's blood glucose level was not impacted.